Event description:
While using the gynecare versapoint system, the md stepped on the foot pedal. The patient received a shock. The connections were all double checked, as was the ground wire. No defects or disconnections were noted. The second time the md stepped on the foot pedal, the patient received a shock similar to cardioversion. A subsequent inspection and electrical safety tests were performed. The ground wire resistance and chassis leakage were within acceptable range. On closer visual inspection, there was a small defect in the foot pedal sheathing close to the connector on the unit. The internal sheathing appeared intact.